Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that on (B)(6) 2021, the peripherally intubated central venous catheter was blocked, and it was used normally after dredging, without serious consequences.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy1385 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2021, the peripherally intubated central venous catheter was blocked, and it was used normally after dredging, without serious consequences.